Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the j702 was broken off of the dn pca. The root cause for the damaged j702 was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).